Event description:
During a laparoscopic procedure, the tip of an optical trocar detached from the device in the subcutaneous tissue of the patient. Palpation and a CT scan were used in unsuccessful attempts at retrieving the tip. The pt has reported no adverse reactions. The device was not returned to ascent healthcare solutions for evaluation. No proper analysis could be performed to confirm the report.

Manufacturer narrative:
Reports from or staff to MFR's rep indicate that user error may have contributed to this event. Investigation into a similar report showed that the tip protectors applied to the device prior to shipment were shown to be difficult to remove in the field. End users who grasped the tip protector with excess force may have compromised the adhesive bond between optical tip and the shaft of the trocar. New protocols call for a roomier tip that facilitates easy removal at the user site. This report was originally submitted on 12/19/2005 with an incorrect MFR report number. This report is being re-sent on 10/02/2008 with a new manufacturer report number : 1056128-2008-00064.